Event description:
I have lower belly pain, hair loss, depression, sharp pain in belly, can't sleep and heavy painful long period every 10 days. Also I have teeth problems, dizziness, tired, feel sick all the time and weight gain of 25 lbs in 2+ years.